Event description:
At 0930, IV site noted slightly puffy on upper forearm. At 1000 discontinued IV from lt hand for patency under arm and hand. Noted severly edematous and red in color nail beds. Able to move digits. Dr called. Warm pack applied. No alarms were recored in infusion pump alarm history.